Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead had stable high voltage impedance preoperatively. When the device was replaced the impedance was high. The physician may have pulled on the lead during replacement. A visual inspection also showed outer insulation damage near the sleeve. The lead was capped and replaced. No patient complications have been reported as a result of this event.